Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The sureform60 stapler instrument had failed the recognition test based on log review. The root cause was not determinable/applicable. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "locking down and will not release". The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. A review of the logs did not show any clamping or unclamping failures. A review of the instrument log for the sureform 60 stapler (480460-09/l91210302-0225) instrument associated with this event has been performed. Per logs, the sureform 60 stapler was last used on (B)(6) 2021 on system sk3380. The instrument had 4 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported based on the customer-reported issue that the staple loads were locking down and would not release. While there was no harm or injury to the patient, the staple pushers not deploying or the stapler clamping on tissue and not releasing could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the staple loads of the sureform60 stapler instrument were not recognized. The staple loads were also reportedly locking down and would not release. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information and to clarify the reported event. However, no further details have been received as of the date of this report.